Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 04-feb-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25133.

Event description:
Na.

Event description:
On 05-dec-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. Method date result sample positive/negative I-stat ni-(B)(6) 2025 >1000 ng/l a positive lab ni-(B)(6) 2025 ni b negative facility cut offs: beckman 17.9- hs I-stat 21 -hs 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.